Manufacturer narrative:
Sample has not been returned for investigation. The investigation is not complete at the time of this report. A follow up investigation report will be sent when completed.

Event description:
The event is reported as: surgeon is having difficulty removing clips with device. No reported pt injury.